Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high co2 results generated by the unicel dxc 800 pro synchron chemistry analyzer. Two samples when tested gave high co2 results of 37 and 32mmol/l. The customer stated that anion gaps were low and repeated the samples on a different instrument upon which they gave lower results of 28 and 24mmol/l. A third sample gave sample reference drift and read normal when repeated on a different instrument. The erroneous results were not reported outside the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc results have been within the lab's established ranges. A field service engineer (fse) did some troubleshooting. A clear root cause for this event has not been determined to date.